Event description:
During the pulsed field ablation procedure, a persistent blood leak was observed from the agilis sheath valve following transseptal puncture, specifically during dilator removal and air aspiration. Device preparation had been executed properly according to protocol, with close attention paid to dilator orientation and insertion speed. The agilis sheath was exchanged for a non-abbot (boston scientific) faradrive sheath. The procedure was completed successfully with no adverse consequences to the patient.